Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced inadequate charging performance when the pump was placed on the charging pad, with the pad¿s indicator solid green and the pump gaining charge minimally and then losing battery quickly. A replacement charging pad was shipped after troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included the need for replacement supplies and user guidance. Investigation included technical support review and remote troubleshooting focused on charging function and accessories. Investigation of this case revealed a suspected charger or charging interface performance issue consistent with a device accessory malfunction affecting power transfer to the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely component or accessory malfunction leading to insufficient charging.